Event description:
--

Event description:
Boston scientific received information that during the implant procedure when the right ventricular (rv) lead was implanted, the original numbers were found to be satisfactory and stable. After the lead was sutured, the parameters were found to have impedance less than 200 ohms and threshold measurements greater than 7 volts. Fluoroscopy did not reveal any significant findings. A new rv lead was successfully implanted with the device and yielded appropriate measurements. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, it was noted that the lead was returned in two segments totaling 597 mm in length. The lead was severed at 86 mm from the terminal pin and there was dried body fluid throughout the entire lead lumen. Visual inspection revealed a cut in the insulation at 123 to 126 mm from the terminal pin exposing the wires. Analysis determined that this was due to removal of the suture sleeve tie down. The helix was retracted upon return and there was also dried body fluid in the helix housing. On the rate sense portion of the lead, the polytetrafluoroethylene insulation was bunched at 117 to 526 mm from the terminal pin and at the distal end of the lead the distal spring electrode was separated from lead body insulation. The returned segments were subject to direct current resistance testing and passed on all paths, verifying the returned portion of the lead's electrical performance was intact. Analysis was unable to confirm the allegation from the field.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.